Event description:
Procedure type: resection. According to the rptr: the (B)(4) device was connected. The device displayed green and could not be fired correctly. The clamps were formed to an u. Re-section was required. Distal manually closed and again anastomosis with (B)(4) . Surgery time was extended by more than 30 mins. A new instrument had to be used. There was no bleeding reported in excess of 250cc. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).